Manufacturer narrative:
Unit passed the self-test. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to re-occurring pump error 38. P-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus for history files and traces. Pump error 130 and pump error 43 were found on 06/14/2024 02:24--14:03 in history files and traces. Pump error 23 occurred on 06/14/2024 12:40--17:55 in history file. Pump error 38 occurred on 08/22/2024 08:28 in history file. Pump was cut to perform visual inspection found moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, gearbox jammed. Pump error 23 and pump error 130 is not confirmed. Drive anomaly is not confirmed. Pump error 38 is confirmed due to gearbox jammed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump the battery power ended. Customer mentioned pump error 23 - (post-reset ram crc alarm) and pump error 130 - (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement) and drive/motor anomaly. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was partially performed. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer response was the device will be returned.